Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. Type of investigation not yet determined: (4118/3233): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during service performed by the hospital biomed, the cardiosave intra-aortic balloon pump (iabp) safety disk failed the membrane leak check portion of the pim leak test upon installation. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty safety disk was returned to getinge's national repair center (nrc) for failure investigation. A getinge technician inspected the safety disk per the cardiosave service manual and no visual damage was observed. The nrc installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the disk failing the membrane leak test and the test read fail. The safety disk will be sent to getinge's production department for failure analysis. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
During service performed by hospital biomed, the cardiosave intra-aortic balloon pump (iabp) safety disk failed the membrane leak check portion of the pim leak test upon installation. There was no patient involvement, and no adverse event reported. Safety disk was purchased by hospital biomed from getinge fst (B)(6). Once installed into cardiosave by biomed, the safety disk would fail the membrane leak check portion of the pim leak test. Defective disk to be sent back to factory and replacement provided to customer.the defective components were received for further investigation. Please refer to the root cause evaluation field for details. The nrc verified the failure of the disk failing the membrane leak test. The final investigation has been completed by failure analysis and testing department. Retaining the safety disk in the failure analysis and testing department per procedure. The disk failed the membrane leak test reading 6mmhg. Factory specifications are +-6 , however the test read fail. Sending the safety disk to getinge production department for failure analysis. Cf. On 07 mar 2024: the safety disk will no longer be sent to production. The investigation is complete. Retaining the safety disk in the fat per procedure number (B)(4) rev. Aq.